Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.

Event description:
The customer's son stated that the insulin pump alarmed motor error after being exposed to moisture. Troubleshooting was performed. The customer removed the battery and reservoir from the insulin pump. When the customer tried to enter her blood glucose levels, the numbers began to scroll up quickly on the screen and the insulin pump alarmed button error. Nothing further was reported.